Event description:
It was reported that during a da vinci s hysterectomy procedure the cables at the tip of the permanent cautery hook instrument frayed and a piece fell into the patient. The fragmented piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable was broken at the distal clevis hub. No other damage was found.